Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No rewind anomaly, prime/fill anomaly, pump error 43 or pump error 130 alarms noted during testing. Unit successfully downloaded to thump. However, pump error 130 alarms located in the pump history files on 05/10/2024 at 11:27:00.000. In addition, pump error 43 alarms located in the pump history files on 05/14/2024 at 07:05:52.000. ¿pump was cut open to perform visual inspection and found severe dried insulin on the motor slide. The motor was tested outside of the device on the ngp stb3 and passed. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, and stained keypad overlay. Alleged rewind anomaly and prime/fill anomaly not confirmed during full function testing. However, pump error 130 and pump error 43 alarms confirmed on the pump history files due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, pump error 43, rewind anomaly, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported that pump was dropped/ bumped with no visible pump damage. Pump passed selftest, fill cannula, and displacement tests but tubing clamp was not available for hp test. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.